Event description:
This pt enrolled in the study in 2004. Pre-procedure medications included aspirin, beta-blocker, ace inhibitors and plavix. Intra-procedure medications included during procedure: heparin, nitroglycerine and asa. Pci was performed in the lad segments and there were no complications during intervention (difficult positioning of guiding catheters for pre-dilatation, but no difficulties after that and for stenting). Post-procedure medications included plavix, beta-blocker, ace-inhibitors, asa and lipid lowering drugs. There were no procedural complications and th pt was discharged two days later.